Event description:
The technician was loading a one piece collamer lens model cc4204bf with a +19.5 diopter and the len was torn. The customer stated the tear was caused by the foam tip plunger. There was no patient contact.